Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. In 20/06, the pt was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the pt's device is to be scheduled.